Event description:
This unsolicited device case was received from the united states on (B)(6) 2014 from a practitioner. This case concerns a female patient of unknown age whose left knee was painful and swollen and also developed left knee effusion after receiving treatment with synvisc one injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6) 2014, the patient for the first time received treatment with synvisc one injection, once (batch/lot: v1301, route and expiration date unknown) in left knee for unknown indication. Reportedly, after synvisc one injection, the patient's knee was painful and very swollen. On an unknown date (weekend after receiving the synvisc one injection), the patient went to the emergency room to drain effusion and unknown amount of fluid was aspirated. It was reported that there was no infection, but that the patient was still in a lot of pain. The reporter did not know if the patient stayed the night in the hospital or if the patient was admitted. Outcome: not yet recovered for left knee was painful and unknown for the events of left knee effusion and left knee swollen. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Seriousness assessment: intervention required for all the events.